Event description:
During a medial patellofemoral ligament repair, during scrub nurse's inspection of equipment found bioburden in the cannulated portion of a smith and nephew loner biosure screw driver. Driver was removed from field, cleaned and sent for resterilzation.